Manufacturer narrative:
Submit date (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded. Add'l info has been requested, but no add'l info was available at this time, if proteinate info is obtained the info will be reported.

Event description:
It was reported to covidien on (B)(6) 2010 that a colon care clinic had an issue with a rigid yankauer. The clinic uses the yankauers for the purpose of irrigating the rectum and colon with fluids. The customer reported that they had a pt where the yankauer could not be removed from the pt's rectum. Staff at the clinic tried to remove it, but noticed blood discharging from the rectum. The clinic called in ambulance and the pt was taken to ed with the yankauer tube in situ.